Event description:
It was reported to boston scientific corporation that when testing the function of the radial jaw 3 biopsy forceps during preparation, it was noted that the shaft of the cups was bent. The case was completed with another of the same device, patient is reported to be "good".